Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a ks-ain aq310ain, 16.5 diopter, intraocular lens into the patient's right eye (od) . The surgery was completed without any unexpected events and there was no irregularity found on the product. However, endophthalmitis was observed on the next day. The patient was introduced to a hospital and had a vitrectomy. On (B)(6) 2018 additional information was received, it was reported that the patient had no infections or side effects. Ucva was 15/100 and bcva 20/100 on (B)(6), patient was still bleeding but at positive trend.

Manufacturer narrative:
Additional data: work order search: additional information-"there was no irregularities found on coc and incoming inspection record on the batch including the serial. Complaint review record was performed but no similar complaint record on the batch". (B)(4).